Event description:
Caller, a paramedic, reported the compact plus system gave a blood glucose result of 40 mg/dl at 6:20 pm, customer was "a little disoriented", no treatment reported. She was still disoriented with the compact plus system gave a blood glucose result of 131 mg/dl at 7:08 pm, no treatment reported, neighbor called paramedics. Paramedic's meter result at 7:30 am was 69 mg/dl, customer had symptoms of hypoglycemia. The customer was treated by paramedics with orange juice with sugar. Compact plus system gave a blood glucose result of 120 mg/dl 15 minutes later, paramedic's meter result was 90. A request was made for the return of the system, and a replacement was sent.